Event description:
A customer contacted beckman coulter inc. (Bec) regarding high mcv results generated by two unicel dxh 800 coulter cellular analysis systems in their laboratory; as compared to results generated on a different instrument and a peripheral blood smear review which were considered correct. The erroneous results were not reported outside of the laboratory. There was no affect to patient with regard to this event. Instrument suspect messages were generated on both runs, but the mcv results were not flagged. The raw data and histograms were reviewed. No abnormality was found in the raw data nor the histograms in regards to the difference in mcv results between the dxh 800 and the alternate instrument. This report documents the results generated by dxh 800 serial number (B)(4). A separate MDR report has been submitted to document the results generated by the other instrument involved in this event.

Manufacturer narrative:
Controls run before and after the event recovered within expected ranges. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Control and interlaboratory quality assurance (iqap) data submitted indicate instruments are in control and correlation studies show inter-instrument variability is within limits established by this lab. Per bec labeling: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. The root cause for this event is unknown but may be associated with this specific patient. MDR#1061932-2011-02644 has been submitted to document the results generated by dxh 800 serial number (B)(4).